Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the uh perioperative/post anesthesia care unit that the blue clamp was cracked on the extension tubing set when it was removed from the packaging. There was also complaints for the tubing set being too rigid. Although requested, no additional information was provided.